Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead exhibited loss of pacing due to noise. Evaluation of the electrogram showed asystole for greater than 2 seconds. The lead was explanted and a new rv lead successfully implanted and the issue was resolved. The patient never became symptomatic and no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted set screw marks were noted toward the front edge of df-1 distal pin and is-1 terminal pin. There was a spring mark noted on the is-1 terminal ring toward front edge. There was a cut in the insulation at 21 cm from is-1 pin, which was likely due to removal of the suture sleeve. Eclectically, the lead was found to be within specification and there was no evidence of a conductor fracture. However, the location of set screw marks on the is-1 terminal pin indicate that the lead was not fully inserted into the device header. This is known to lead to poor/intermittent contact between the device leaf spring and the rs+ ring of the lead. High impedance, noise and non-sustained episodes would be expected with this configuration.